Manufacturer narrative:
H3: the device was not returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. The event history log was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and problem confirmation cannot be performed. Therefore, this investigation was unable to determine a probable cause.

Manufacturer narrative:
B3: unknown; no information has been provided to date. D: no information found for di number/model number/serial number. G: no information found for 510(k) number. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that their cadd solis pump had not alerted that the cassette was empty and that there was an air gap in the central line. There was patient involvement, and no harm/adverse event reported.